Event description:
A patient underwent a surgical procedure in 2004, with placement of two jackson pratt drains. In 04, the patient rolled over in bed and inadvertently pulled on the jackson pratt drains. The drain appeared to have exited patient's abdomen. A nurse reported to the surgeon that the drain "fell out". Approximately one year later, patient experienced minor discomfort and an x-ray revealed a retained portion of jackson pratt drain and tubing. The patient was re-admitted for a surgical procedure to remove the drain. The patient had a good surgical recovery, with no anticipated adverse effects. The jackson pratt tubing appears to have been "torn", or severed approximately 1.5 inches from the drain connection.